Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 319 mg/dl. Customer reported symptoms of dry mouth, vomiting and feeling ill prior to the hospitalization. Customer also reported a bent cannula prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. Customer also mentioned an issue with navigating through the insulin pump menu. Customer's recent blood glucose reading was 525 mg/dl and treated with syringe. Customer's current blood glucose reading is 229 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider, this report complete to the best of our knowledge.